Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found; the camera head was tested for two hours and there was no loss of image found. In addition, non-reportable malfunctions were found during the device evaluation: there was cracks on the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had no image. The issue was found during preparation for use of an unknown procedure. The procedure was completed using a similar device. There were no reports of patient injury or harm and no delay.